Event description:
It was reported to anchor products that the surgeon was removing gall bladder laparoscopically and the retrieval bag failed at the bottom. The seam appeared to have separated.

Manufacturer narrative:
This event remains under investigation.